Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence, causing the customer to experience an undefined elevated blood glucose level. The customer removed the pump and administered a manual correction injection to address the elevated blood glucose level. Reportedly, the customer cleared the alarm and resumed insulin therapy.